Manufacturer narrative:
Additional information: it was reported that during a procedure involving one onyx trucor coronary drug-eluting stent, the stent was unable to reach/cross the lesion during procedure. The lesion was successfully treated with a non-medtronic stent. Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, and no deformation found on the stent, . No issues evident to the tip, or to the remainder of the device. - annex b code - annex c code - annex d code - annex g code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug-eluting stent, the stent was unable to reach the lesion. Deformation of the stent occurred during positioning. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was noted while advancing the stent to the lesion. No excessive force was used. The stent was inspected prior to use with no issues. Negative prep was not performed. No patient complications have been reported as a result of this event.